Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 428 mg/d. The customer stated that they changed their set twice the previous night but they did not work. The customer stated that the third set they used worked. The customer could not troubleshoot at the time of the call. The customer was sent replacement reservoirs. The customer will call back at a later time to troubleshoot the issue.